Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to deliver within specification during flow testing.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not infuse as programmed and it did not alarm that is was not working. The problem occurred upon during delivery at the infusion therapy. There was no known patient injury or medical intervention associated with this event. No additional information is available.